Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia repair procedure, while placing the mesh, the surgeon experienced difficulties with loading the reload onto the handle, however after the loading issues were experienced, the device still used in patient. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.